Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records/complaint history and the analysis of the returned product were reviewed. The clip delivery system (cds) was returned for further analysis. The clip was not returned with the cds. The lock line was visible at the clip area with a bundle approximately 1cm from the end; the bundle appeared to be a knot in the lock line. The other end of lock line was present at the lock lever. The lock line was attempted to be pulled from the lock lever; however, the lock line was unable to be removed once the knot came in contact with the radiopaque tip ring. The lock line was able to be removed from the device from the distal end of the device with no resistance. As the clip was not returned with the device, the reported clip actuation issue could not be replicated in the testing environment. The actuator knob was returned detached from the device; the knob was inspected under microscopy, and evidence of adhesive was observed on both the actuator knob and the crimping cam assembly. Potential causes in lock line knot resulting in the inability to remove lock line can include, but are not limited to, patient conditions (excessive patient anatomy), user technique / procedural conditions during unwrapping, or manufacturing anomalies (incorrect wrapping of the lock line). With respect to patient conditions, user technique and/or procedural conditions, lock line knots resulting in the inability to remove the lock line may be influenced by unwrapping technique, inspection for knots prior to removal, or removal technique. Based on the reported information and the analysis of the returned device, a definitive cause for the formation of a lock line knot resulting in the inability to remove the lock line could not be determined; however, there is no indication of a product quality deficiency. Potential causes for the difficulty in opening the clip and detachment of the actuator knob can include, but are not limited to, patient conditions, user technique / procedural conditions, or manufacturing anomalies. Based on the reported information, these are likely related to procedural conditions, and there is no indication of a product quality deficiency. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial report, additional information was received: during deployment of the clip, when the release pin was removed, the actuator knob detached. It was believed that the arm positioner was turned too far in the closed direction. Additionally, the lock lines were untwisted prior to removal. No additional information was provided.

Event description:
This is filed to report the inability to remove the lock line of the clip delivery system, which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced to the mitral valve leaflets. After the second grasp of the leaflets, it was decided to deploy the clip. The steps were followed per the instructions for use (IFU). It was noted that the lock lines were slightly twisted. The lock line movability was tested and no resistance was noted. The lock line was slowly pulled, but after approximately 25 cm of the line was removed, it became stuck inside the cds. It was not possible to pull the other end as it was already inside the cds. The exposed end of the lock line was pulled and the arm positioner was turned in the open direction, in an attempt to open the clip, but the clip did not open. At this point, the lock line was movable and was pulled. After 1.75 meters were outside, the lock line became stuck again. The clip was deployed and the lock line was pulled, but was still stuck. It was confirmed that the clip did not move on the leaflets. The lock line was out of the clip, but still inside the cds. The cds was removed without issue and it was seen that the lockline was stuck at the end of the cds shaft. At the end of the lock line, there was a bulge observed (not a knot). The clip was successfully deployed on both leaflets and the mr was reduced to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.